Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore-surgical tape that she gets, makes her itch. She is concerned she may possibly be allergic. The (B)(6) customer service representative advised her to reach out to the nurse for advice. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).